Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and arranged at another time. The philips field service engineer (fse) inspected the system onsite and confirmed that the system geometry movements were not available. Upon functional testing, the fse checked the logfiles and found no connection with sib. To resolve the reported issue, the fse remotely guided the customer to re-plug the sib wiring. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.